Event description:
It was reported that this was a venous closure of the calcified left common femoral vein with a prostyle device using the pre-close technique via a 7f sheath hole prior to a deep stick angle access abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of one new prostyle device was successfully pre-placed. The sheath remained a 7f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined as the device was returned in the pre-deployed position. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.